Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a diagnostic procedure was performed when the issue occurred, and the procedure was aborted, and it was completed by using another system. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system does not turn on. After diagnosis rse confirmed the emergency button and contactor on the power panel were found to have failed. Customer repaired the emergency button and replaced the contactor on the power panel. Philips field service engineer (fse) found that system presented a software problem after a power outage. To resolve the issue, fse reinstalled the software. After reinstallation of software, the system is returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not turning on. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.